Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further testing to evaluate the system. A boston scientific field representative stated no further testing has been done and there is none scheduled. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited increased shocking impedance measurements which had exceeded 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The system was subsequently removed from service. The root cause of the clinical observations was not determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.